Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2017. Additionally, patient stated that they experienced less pain than what they normally experience during sensor insertion. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. Exterior physical visual inspection: failed- sensor wire is missing. Sensor wire present was not present. The senor wire was detached. The problem is confirmed because the sensor wire was missing from the sensor pod and seal carrier. Because the sensor wire is missing, it is considered detached. The reported event of detached/missing sensor wire was confirmed. A root cause could not be determined.